Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there are no sounds when the insulin pump is alarming. A hardware low level failure alarm recurred on the insulin pump. The customer¿s blood glucose during the incident was 9.2 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.